Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the aspirex that are cleared in the us. The pro code and 510 k number for the aspirex are identified in d2 and g4. Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: no physical sample was received. A physical investigation was not possible. The user report and the provided image contain information regarding guide wire break. After review of the provided image guide wire break can be confirmed. However, it is not possible to determine if the broken guide wire is a foreign guide wire or a straub medical ag. The user report does not provide more detail information when the break occurred and therefore it is not clear how the guidewire break happened. The break of the guidewire can be result of blockage or aspiration of very thick thrombotic material that results in catheter overheating, guidewire moving together with the catheter, guidewire overheating and break. Moreover, guidewire break can be result of the catheter working too close to the guidewire and interfering which can result in break or due to tortuous anatomy while retrieving the guidewire. A clear root cause could not be identified. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, h6 (component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, an aspirex 10fr110 catheter was used for a dvt intervention via the left popliteal vein in a patient with maythurner anatomy aspiration became impaired prompting catheter removal and flushing which briefly restored function suspected thrombus interference led to replacement of the original 0025 aspirex guidewire with a 0018 abbott guidewire aspiration resumed briefly but declined again within minutes the abbott guidewire fractured and was retrieved with a snare angiography revealed the original aspirex guidewire tip had also fractured however retrieval was unsuccessful due to patient instability the patient expired despite resuscitation efforts the physician attributed the outcome to clinical and anatomical factors including heavy thrombus burden vessel tortuosity and prolonged procedure time no device malfunction migration or packaging issues were noted the device was discarded and is unavailable for return additional medical records were not provided.

Event description:
On (B)(6) 2025, during a deep vein thrombosis intervention via the left popliteal vein, using the aspirex 10fr-110 catheter, the aspiration performance was compromised, necessitating catheter removal and flushing which temporarily restored function. Due to suspected thrombus interference between the catheter and the guidewire, the original enclosed guidewire (0.025 gold tip) was replaced with a guidewire from another manufacturer. Aspiration briefly resumed but declined again within three to four minutes. The replacement guidewire subsequently fractured and was retrieved using a snare. Angiographic evaluation of the inferior vena cava revealed that the original guidewire tip had also fractured. Retrieval efforts were unsuccessful. The patient became hemodynamically unstable. Despite resuscitation attempts, the patient expired.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the aspirex that are cleared in the us. The pro code and 510 k number for the aspirex are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.